Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A review of the activity log was not able to confirm the customer's report that the device shut down inappropriately. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complaint alleged that while attempting to treat a pt (age and gender unk), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. The complainant stated subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.